Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the efficia dfm100 defibrillator is giving a system failure error. There was no reported patient involvement. The efficia dfm100 defibrillator, model # 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that the device is getting a system failure error. There was no reported patient involvement. The rse evaluated the device remotely and it was determined that the operational check was not performed properly. The operational check was performed correctly and there were no further issues observed. The device remains at the customer's site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was caused by user error. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The operational check was properly performed to resolve the issue and the device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.